Manufacturer narrative:
Inspected one opened/used partial sensor and unable to confirm insertion/needle complaint due to customer return sensor no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle was no longer in the body. Customer's blood glucose value was 170mg/dl. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.